Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a glucose monitor error. Reportedly, the pump was reset to resolve the reported issue. In addition, it was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. The customer's blood glucose level was 126 mg/dl.